Event description:
It was reported that the double air hose exploded. The double air hose was disassembled by the repair service because the package was directed to them. It was only after they realized that the customer wanted an investigation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. The additional evaluation revealed that the present double air hose was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the serial number range in question. A function test with the couplings of the hose was performed and they were functional as required. Also we are not aware of any other complaint with a damaged inner hose regarding to this article. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Unfortunately we received this air hose disassembled, as the service center first thought this device was sent back for repair. This made a determination of the exact cause impossible as it can not be defined anymore as there are different damages visible at the hose and the hose and the coupling but it can not be defined anymore how or when this did happen. No product fault could be detected. But we are not able to determine the exact cause of this occurrence and decided therefore to replace this article with a credit note. You may be assured that we have taken note of your input, the report has been registered in our market vigilance system and that the corresponding statistical data will be kept under trending.